Manufacturer narrative:
(B)(4). Approximate age of device ¿ 5 months. (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented to a local hospital after having slurred speech. A head CT scan was negative. The patient was transferred to the implanting center for transient ischemic attack observation. A system controller log file reviewed by the manufacturer¿s technical services representative showed no abnormal alarms or events. The patient¿s lactate dehydrogenase (ldh) level was elevated and the patient's inr was 1.9. The patient was treated with IV heparin and integrilin and developed a subarachnoid hemorrhage. The IV anticoagulants were discontinued for several days. When the subarachnoid hemorrhage stabilized, the patient was restarted on IV anticoagulants given that the ldh values were still elevated. The patient subsequently developed hematemesis. The IV anticoagulants were discontinued. An upper endoscopy revealed arteriovenous malformations which were clipped. The gastrointestinal bleeding reportedly stabilized. Heparin, integrilin and coumadin were resumed. On (B)(6) 2017, the patient developed gait instability, left sided weakness, and was found to have a large right intraparenchymal hemorrhage. The patient¿s anticoagulation was again held and reversed with blood product and desmopressin acetate (ddavp). Neurosurgery was consulted and examination showed stabilization. No further intervention was deemed necessary. The patient was discharged on (B)(6) 2017 and expired the next day on (B)(6) 2017 at home on hospice care. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the report of a subarachnoid hemorrhage, gastrointestinal bleeding, and elevated lactate dehydrogenase levels could not be conclusively determined. No atypical alarms were captured in the submitted system controller log file and the pump appeared to have functioned as intended. Stroke, bleeding, and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.